Manufacturer narrative:
(B)(4). Concomitant medical products: 0203161034, ncb motionloc bi-threaded screw 5.0 mm, unknown, 0203161034, ncb motionloc bi-threaded screw 5.0 mm, unknown, unknown, ncb-df plate, unknown. Report source, foreign - the event occurred in (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01999, 0001822565 - 2018 - 01998.

Event description:
It was reported that the patient was revised due to pain and broken screws. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xrays. Xray review noted that the initial fit and alignment prior to the hardware fracture and displacement was anatomic. The additional review noted 2 definite fractured screws. The 3rd screw is retracted from its initial position and may be fractured but this cannot be stated with certainty on these images. No contributing factors for screw fracture are identified on the images. Initial screw position appeared appropriate. Bone quality appears normal. Also noted the original fracture fragments are markedly displaced following the hardware fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.